Event description:
Healthcare professional (hcp) reports home pt (hp) felt pain, similar to excessive air, while using the homechoice cycler for apd therapy. Husband of home pt reported removing air during a manual exchange after therapy with the homechoice cycler and subsequently requested a homechoice cycler replacement. Follow up with healthcare professional reveals healthcare professional does not attribute excessive air to homechoice cycler but feels home pt may not have followed proper priming procedures during setup of the homechoice cycler. Healthcare professional also relates the home pt may be sensitive in the abdominal regions, as home pt had previous abdominal surgery in february this year for a bowel obstruction and continues to experience abdominal and chest pain as a result. According to healthcare professional there was no pt injury or medical intervention as a result of this incident.